Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30-apr-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6410 main pump tubing was not sealed, causing the flow to increase to 300 ml/min. This was discovered during a knee arthroscopy procedure with no patient harm. The case was completed successfully with another device. Additional information provided 12-may-2026: it was further reported that the arthroscopy pump used during the procedure was identified as part number ar-6480, serial number: (B)(6). The pump settings at the time of the event were recorded and were reported to be 25% pressure. The device used to complete the procedure was also identified as ar-6410 tubing. A clamp/pressure test was performed prior to use of the tubing, as is standard practice before each surgery. No alarms or error messages were reported before or during the event; however, it was reported that the pressure increased on its own up to a range of 120¿200. The neoprene sleeve did not flatten or compress. No extravasation or overpressure occurred and there were no delays during the procedure with no additional anesthesia being administered.